Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the device was sent down to central processsing with a note that stated "this reload would not fire, but the stapler worked with the rest of the reloads." The surgeon, procedure and nurses were not known. There was no consequence to the pt.